Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the patient underwent a right total hip replacement on (B) (6) 2003." It was further reported that, "the patient has a painful and noisy hip and walks with a pronounced limp."